Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Event description:
Patient reported the infusion device does not correctly provide e4 occlusion errors and the insulin delivery is inaccurate. Patient's blood glucose elevated to approximately 300 mg/dl, and blood glucose did not decrease with 3-4 standard boluses. Patient changed the infusion set, and this lowered the blood glucose level. Patient also believes the piston rod does not function properly. The infusion device was requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue.